Event description:
On 2026-jan-29 (B)(4) (rep, hcp): information was received from a healthcare provider (hcp) via manufacturing representative regarding a patient who was receiving gablofen (500mcg/ml at minimal rate) via an implantable pump. It was reported that dye study performed on an unknown date and was unsuccessful. On the date of surgery, at the start of procedure, aspiration of the catheter was attempted after the pocket site was opened and was unsuccessful. Based on the physician's decision, a new catheter was placed. The old catheter was left in place and tied off (not in use). Due to the patient's health conditions, the physician requested a new pump to prevent the patient from undergoing another unwanted surgery. No issues with pump. The issue was resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2017, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturing representative (rep) and a healthcare provider (hcp) indicated that the cause of the failed dye study/unsuccessful aspiration was not determined. The information has been confirmed by the physician.